Event description:
It was reported that during a diagnostic endobronchial ultrasound procedure, the image on the bronchofibervideoscope presented as only half the screen displaying. The other half of the image was missing. The patient was under sedation, and the intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event..

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected: h5 updated: d8, h2, h3, and h4. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.